Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A technician reported loss of suction after flap creation had begun. The procedure was able to be completed.

Manufacturer narrative:
Logfile review for the day of the treatment shows the three system tests for vacuum, energy and ablation were executed by the user without any problems. The reported treatment could be identified in the logfile. The treatment was aborted after the warning message during side cut. The message indicates that the user released laser pedals and pressed the right footswitch to turn off the vacuum. The user restarted the treatment and performed the treatment successfully on that day. No technical root cause is detectable. The root cause is user handling. The manufacturer internal reference number is: (B)(4).